Event description:
Pt complaining of severe pain in the groin are with a signs of contamination. X-ray shows loosening of the components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.